Event description:
Reportedly, the clip pads fell out while being used on a mammary artery. Physician used surgical implements on hand to pull back the lung and explore cavity for pads. Several incisions were also made in the mammary during exploration. The pads were located in the thoracic cavity after approx 10 minutes. No pt complications were reported as a result of this event.